Event description:
The customer reported approximately 100 mls of cleaner leaked from the coulter hmx hematology analyzer with autoloader onto the countertop while performing startup. The leak was not contained within the instrument. The customer stated that the pinch valve (pv40) was broken and the actuator had fallen off. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
The fse confirmed that pinch valve (pv40) was broken. The valve mount and pinch valve pilot actuator were replaced. Additionally, the fse confirmed the leak from worn normally closed I-beam tubing through pinch valve (pv42); tubing was replaced, resolving the leak. Information provided by the subject matter expert (sme) suggests that a leak at pinch valve (pv42) is likely to affect the complete blood count (cbc) and differential parameters in secondary mode from insufficient rinsing of the aspirate probe. During system test, a high pitch air leak was heard; tubing through pinch valve (pv4) was worn and the valve mount was also broken; tubing and valve mount were replaced, resolving the event. Furthermore, the pilot actuator for pinch valve (pv10), which opens path for backwash diluent to waste, was replaced due to low vacuum drifting during system test. (B)(4).